Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The power cord cable assembly was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on october 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power cord cable assembly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system powered off during a surgical procedure and was recovered with the battery mode. The surgery was completed with no patient harm reported.